Event description:
The patient had an MRI earlier in the day at 13:30 which lasted for approximately 45 minutes. The pump was read at the office after the MRI, and it was reported to be ¿fine¿. The patient went home and then called their physician around 19:00 stating they were hearing ¿music¿ coming from their pump. A representative met the patient at the emergency room (ER) to read the pump. Upon interrogation, a ¿motor stall occurred¿ message was received. The event logs showed a motor stall occurred at 18:15, and there was no motor stall documented in the logs associated with the time frame surrounding the MRI from earlier in the day. There was no motor stall recovery noted. The patient appeared to be anxious, though there were no signs or symptoms associated with withdrawal. Rereading the pump while the patient was in the ER was very difficult, and it took many attempts as the invalid telemetry message was received. Eventually telemetry was successful, and the motor stall message was still received. The pump was to be updated to minimum rate mode, and the alarms were to be silenced. The pump was to be replaced on (B)(6) 2015, and the patient was to be covered with oral hydrocodone and oral baclofen. The pump contained fentanyl, hydromorphone, and compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information reported, the patient experienced withdrawal and went to the ER in the evening on (B)(6) 2015. Per pump telemetry, the motor stall occurred (B)(6) 2015 18:18 and motor stall recovery occurred (B)(6) 2015 12:52; safe state and pump was in minimum rate mode. The pump was read and the settings were different then what had previously been programmed, i.e. Min rate mode. The pump was placed into that mode, after the stall was identified. The pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing. After analysis and review, the previously reported eval code-conclusion was updated. Additional information was received, and the previously reported recall/notification z-0497-2013 no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).